Event description:
It was reported that during a colostomy closure procedure, the surgeon explained that he "used a triple staple technique" to create the anastomosis. He had his scrub tech close/tighten the device by turning the closing knob while he maintained control on the anvil side of the device. The scrub tech explained that she tightened the device until the "orange line was in the middle of the green." At that point, the surgeon swapped places with the scrub tech so that he could fire the device. After firing the device, the scrub tech explained the "donuts" or tissue rings were great, but when fluid was sprayed into the abdomen, it drained out of the body through the anastomosis. Upon further review, the anastomosis was not intact and they could not identify any staples on the site. The case had to be converted from laparoscopic to open surgery and a colostomy bag was placed on the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was requested on (B)(4) 2011 and (B)(4) 2012 and to date, no more information has been obtained.

Manufacturer narrative:
(B)(4).